Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic for a lead extraction after having multiple strokes since implant, an echo-cardiogram revealed that the right ventricular lead was in the left ventricle. It was also noted that the patient presented with symptoms of hypertension and pacemaker syndrome. The lead was explanted and replaced successfully. The patient was recovering after the procedure.